Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved. Customer's condition had improved and he did not currently have any diabetic symptoms. Customer called the doctor on (B)(6) 2019 but is not able to see physician for 48 hours. Customer stated he received a 145 mg/dl fasting and throughout the day ran errands and had obtained a result of 116 mg/dl not fasting. Customer stated he feels fine and is no longer concerned with the readings.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 44 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 105 - 110 mg/dl. An expected non-fasting blood glucose test result range was not provided. At the time of the call, the customer reported feelings of hypoglycemia and stated he was having shakiness.